Event description:
My son was born with a bilateral cleft lip and palate. I chose the (B)(6) chief of the craniofacial anomalies program the best of the best. I had no idea he was creating a drug called ferroximend llc. There was nothing online till 3 years ago a youtube video dropped and everything he said to those drs about ferroximend he said to me. Guilt has overcome for trusting him. Almost exact words. He stated the bmp (bone morphogenetic proteins) creation was my sons only hope. That if he did a bone graft that it would fall apart. This bmp though black label was our only hope. I thought it was like a normal dental bmp. But this creation caused my 11-year-old to swell up like a balloon and quit breathing. Narcan was administered. I later found research from 2012 from his laboratory where the kitten's bone was disintegrating, teeth were falling out and tumors developed in their head, cancer and death. No way should this dangerous drug have ended up in a children's hospital in (B)(6) in the hands of dr who was known by uofm to lack integrity. This surgeon was fired, and his case has reached the supreme court as he fights for his job back. The man should be in prison as well as the maker of this dangerous drug. This was unsafe to be injected in the face and he knew it. Please stop unethical research being done on children, especially cleft children who already have to go through so much alix is 22 years old, he is now deaf, 4 brain operations this year. Dr. (B)(6) research lab assistant dr. (B)(6) ended up dead from "covid" she was young in her 40s, the only woman surgeon with her credentials in the us, dies from a mysterious death. Is this the drug they used in spines that was taken off the market? Did the maker pay dr. (B)(6) to recreate the drug in a dangerous and unsafe way on children. My only son.